Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. Customer stated a battery out limit alarm also occurred after they replaced the battery. The customer was also unable to clear the battery out limit alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.